Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 4.8; re-test: 1.9; lab: 2.5. Pt went to the lab four hrs after testing with the inratio meter. Pt also reports wiping the first drop of blood and using the same finger stick for both tests on (B)(6) 2010.